Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient stated that his sensor failed, and he was not receiving any cgm values. The patient was wearing an omnipod 5 insulin pump. It was not specified how much time had elapsed from the sensor failing to the patient becoming symptomatic. It was also not mentioned if the patient was using a bg meter as a backup after his cgm sensor failed. The patient was experiencing chest tightness, nausea, a headache, and muscle weakness and his mother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 360 mg/dl. Once the patient arrived at the emergency room (ER), his bg meter reading was 521 mg/dl. The patient was treated with IV sodium chloride, insulin, and methadone. The patient was still in the ER at the time of report. Attempts to follow-up with the patient for event updates/clarification were unsuccessful. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.